Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge their ipg as recommended and the ipg became inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.